Event description:
Customer reported a malfunction code issue in a pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, which resolved the issue without recurrence, allowing continued use of the device. The customer understood and agreed to monitor for any further malfunctions.